Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited damaged helix. The physician suggested the lead had possibly been overtorqued. The lead was not implanted.